Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the pt programmer. The pt was not able to adjust stimulation. All three status lights were solid green on the left side of the pt programmer. The pt was getting triple beeps when increasing or decreasing parameters. It was noted that this indicated that the implantable neurostimulator (ins) may have lost its programming. The pt had not undergone any medical tests or been near strong emi. It was also noted that the pt experienced a loss of therapeutic effect and had no stimulation sensation for about a month. There was no known accident or incident related to this event. The pt's status was noted to be fair.